Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an issue with the insulin pump. Customer reported that the pump is over delivering insulin and is not working properly. Customer's blood glucose reading at the time of the incident was 7.9 mmol/l. Customer reported that the insulin pump alarmed multiple failed battery test alerts. Customer declined to troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.